Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. The causes of the distal extension of the dissection and aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent urgent treatment of a symptomatic acute dissection. It was reported two conformable gore® tag® thoracic endoprostheses ((B)(4)/unk, (B)(4)/unk) were implanted extending from zone 3 to zone 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 3. On an unknown date approximately 30 days post-operatively, imaging identified distal extension of the dissection and aortic enlargement > 5 mm within and proximal to the treated area. Post-operative imaging reportedly identified no loss of device integrity, persistent false lumen perfusion, or evidence of endoleak. On an unknown date approximate 1 year post-operatively, imaging showed no evidence of aortic enlargement or aortic rupture. There was no report of intervention or additional procedure in the data provided. Additional details are not available.